Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3587a25, lot# n114233, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that in 2010 the patient had to get their leads swapped because they ¿messed up.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.